Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a waveone gold file broke during use. The separated piece could not be retrieved as this MDR evauation. There was no patient's injury.

Manufacturer narrative:
Involved files that broke during use are not available and cannot be analyzed by our laboratory. Notably for this reason, no link can be established between breakages issues and information found during DHR review (batch #1607395). The unused waveone gold primary file 25mm which has been returned has been evaluated according to our prescriptions and was found in compliance with specifications (measures, torque test). Root causes are not identified. This kind of event is tracked and we monitor the trend. Multiple unsuccessful attempts were made to obtain the patient outcome.